Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing gets stuck in the stopcocks that is used to administer vasoactive medications or propofol into central lines. There was no patient harm. Although requested, additional information was not provided.